Event description:
It was reported that during the implant procedure, the physician had to reposition the lead several times because of unsatisfactory measurements and then the guidewire could no longer be inserted into the lead. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).